Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with a bent cannula. The customer states the plastic part bends when inserting and her blood glucose at the time of incident was 554 mg/dl. The patient's blood glucose at the time was unknown. Troubleshooting was conducted to review insertion techniques. Customer was advised to call back if the problem returns. Customer is receiving replacement sets and returning the remaining sets.